Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, and missing a piece of shell (0-25%). Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a striated break on the posterior patch/shell bond edge. Based on the device analysis the final assessment was a striated break due to surgical damage consistent in the use of some surgical tools, and missing shell due to inconclusive.

Event description:
Healthcare professional reported reason for removal as right side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported reason for removal as right side rupture.